Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Evaluation summary (B)(4) no anomalies found. (B)(4) full lead.

Event description:
It was reported that during the implant attempt, the helix would not deploy initially. The lead was extracted, and the physician attempted to deploy the helix. After roughly 30 rotations, the helix 'popped' out of the lead. Following this, the helix would deploy and retract with the number of rotations specified in the manual on multiple attempts. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.